Manufacturer narrative:
The device was not returned for evaluation, therefore, a root cause is not identified.

Event description:
The customer reported issues with the 3100a circuits, where after time the circuits start to twist to the point that the cap/diaphragms are no longer on top and despite repeatedly trying to turn them back to starting position they do not go back. After time water gets on caps and caps make a whistling sound and/or the map is not held or goes up. No patient harm, map adjusted and caps changed. Customer using f+p 850 circuits, p/n 773996; reports as a nuisance issue.